Manufacturer narrative:
510k: this report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Partial part number reported is 222.2xxs. Lot number reported, 9840398, is not a valid lot number for any part beginning with 222.2xx. Date of implant and explant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an unknown plate broke post-operative. A revision surgery was necessary. No further information was provided. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient gender reported. Plate failure event date reported as (B)(6) 2017. Updated complaint information. Patient reported pain & impotence at the right knee climbing the stairs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 22.sep.17 update received: plate failure on (B)(6) 2017. The patient reported pain and impotence at the right knee climbing the stairs on this date. Previous surgery on (B)(6) 2016. The plate fixation was performed for right femoral fracture on irradiated bone in a patient following sarcoma excision at the right thigh in 1990. It was reported that a plate broke post-op at an screw hole a revision was necessary. Removal of broken plate and revision with megaprosthesis on (B)(6) 2017. The revision was successfully. This complaint involves 1 part.